Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address periprosthetic fracture and loosening of the femoral component at the cement to implant interface. Cement manufacturer was unknown. Doi: (B)(6) 2011; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Pc-(B)(4) no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.